Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The device evaluation reported that the suspected device was used three times and lasted 16 minutes. In additional, the device appeared to be in good condition with no leakage. However, upon further evaluation of the returned device the following defects were found, no water inflow inside the device and no impact of the distal end, but insertion tube was in good condition, and dirt inside the instrument channel 3-4 cm away from the distal end could not be removed. It was reported that investigator brushed the scope with alcohol, enzyme liquid and others and repeated scrubbing and reprocessing of the scope with disinfection solution, but the dirt still could not be completely cleaned. Therefore, the cleaning of the scope could not be completed. According to the device evaluation, this was a quality issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the forceps channel on the evis lucera elite colonovideoscope tested positive for an unspecified micro-organism. The issue was found during a routine culture of the scope before the device was put into clinical use. Sampling was taken at receipt inspection, before use. It was reported that the subject device was manually cleaned and disinfected by minntech washer (disinfectant was minntech peroxyacetic acid) and three culture tests carried out from the scope forceps channel and all three tests failed. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Three culture tests were performed at the user facility with sampling collected from biopsy channel. Although the user informed that all tests resulted in ¿fail¿, detailed information of the results was not provided. Manual cleaning and hld were performed before all culture tests. Brushing was not performed at manual cleaning. The following is included in the device instructions for use (IFU): "reprocessing before the first use/reprocessing and storage after use: "this instrument was not reprocessed before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the evis lucera elite colonovideoscope had no bacteria grow during culture testing.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field updated: b5.